Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd bactec¿ mgit¿ mycobacteria growth indicator tubes that one (1) tube exhibited biological contamination. There was no health impact or consequence reported.

Manufacturer narrative:
The following field has been updated with corrected information. B5: describe event or problem: it was reported prior to using bd bactec¿ mgit¿ mycobacteria growth indicator tubes that one (1) tube exhibited biological contamination. In addition, low fill volume of media was observed. There was no health impact or consequence reported. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Batch 4044253. The batch history record review for batch 4044253 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and other complaints have been taken on this batch. Retention samples are not required to be evaluated as the defects are verified by the photos received. Two photos of batch 4044253 exp 2025-08-10 were received to assist with this batch. One photo showed low fill and contamination in the tube. One photo showed low fill. No returns were received to assist with this batch. Batch 4044253 can be confirmed for contamination and low fill. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for the listed defects.

Event description:
It was reported prior to using bd bactec¿ mgit¿ mycobacteria growth indicator tubes that one (1) tube exhibited biological contamination. In addition, low fill volume of media was observed. There was no health impact or consequence reported.